Manufacturer narrative:
The patient samples were submitted for investigation and tested with retention reagent lot number 56955201 (the same as used by the customer). Calibration and qc on this lot was acceptable. The following results were obtained: "patient 3" (female, 8 years): 412 ng/ml "patient 4" (male, 13 years): 491 ng/ml "patient 5" (female, 14 years): 434 ng/ml "patient 6" (male, 15 years): 719 ng/ml based on these results, a general reagent issue was not identified. The investigation is ongoing.

Manufacturer narrative:
The specific growth hormone being administered, dosage and weight was provided for each patient. Refer to attachment for the additional information.

Manufacturer narrative:
The patients were being administered either nordiflex, saizen and genotropin. To assess an interference, the investigation performed experiments on these drugs and did not identify any significant interference or co-detection. The customer's igf-1 results were confirmed. Further clarification of the discrepant results is not possible with available methods and the current state of the art. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results tested for igf-1 elecsys cobas e 100 (igf-1) on a cobas e 411 immunoassay analyzer. A physician questioned results for an unspecified number of patient samples not matching their clinical picture. It was noted that this was only observed with patients being supplemented by growth hormones. Six patient samples were tested on the e411 analyzer and the immulite analyzer. Of the 6 samples, the results for 4 patient samples were either discrepant when compared to the immulite or the results did not correspond to the patient¿s clinical condition as determined by the reference ranges for the respective assays. Refer to attached data for the patient results, gender and age. The physician believed the results from the immulite analyzer to be correct. The questionable results from the e411 analyzer were reported outside of the laboratory. (B)(4).

Manufacturer narrative:
The samples were requested for investigation.